Manufacturer narrative:
This report is for one of two devices involved in this event, please refer to report 3013450937-2019-00030 for the other. The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The operation notes and explanted components were unable to be obtained for further analysis. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to a dissociated resurfacing femur and stem extension.